Event description:
The event is reported as: complaint alleges that air would not circulate through the filter. Alleged incident occurred during pre-check. Complaint indicates that the filter was connected to the wye which was connected to the anesthesia circuit with a breathing bag. Once the breathing bag was inflated during the test; it would not deflate once the machine was turned off. Patient current condition is fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.